Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance that resulted in a lead safety switch (lss). It was noted that there was no noise on the lead. The device was reprogrammed. The clinician decided to continue to the monitor the situation. The lead remains in use. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).